Event description:
New information received noted that the right ventricular lead became dislodged during the right atrial lead extraction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00121. It was reported that the right atrial lead exhibited intermittent noise, causing the device to inappropriately mode switch. During explant procedure, the atrial lead was found stuck to the right ventricular lead in the superior vena cava due to adhesion. The doctor explanted and replaced the leads. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces: connector portion was 9.2 cm and distal portion was 65.1 cm. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation breaching on the outer insulation proximal to the ring electrode region which is consistent with friction to another implanted device or feature of the patient anatomy. The outer insulation was noted damaged and separated at 5.4 cm to 8.0 cm from the distal end. In this region, external insulation abrasion breaching the outer insulation was noted at 5.4 cm to 5.5 cm and 7.8 cm to 8.0 cm. The outer insulation was noted cut and separated at 11.2 cm to 25.5 cm from the distal end. The inner and outer coil was noted stretched in this region. The inner insulation was also noted damaged and separated in this region.